Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported "the application catheter could not be inserted into the working channel. It's often difficult, but this time not at all. Two more catheters were tested. These went without any problems". There was no reportable information at this time. The complaint device was received in the lab on (B)(6) 2023 with a portion of the catheter clogged and cut and the handle was cracked. Clarification of the return device was requested from the cook rep who stated, "after it was not possible to get the catheter into position, it was examined outside and a shot was fired, which caused it to stick [clogged catheter - subject of report]. That's why they cut it off. When I picked up the device, the handle and push button were intact." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Powder was present within the tray and the device handle was included in the return. Our evaluation of the product said to be involved confirmed the report. Both catheters were provided in the return. Catheter #1 had been cut due to the reported clog in the catheter both segments were returned. Loose powder was present in the red hub and larger proximal portion, the smaller distal segment appears to be occluded with darkened powder. Catheter #2 was intact with loose powder present in the red hub and within the catheter. The distal segment of catheter #1 was cleared and small, hard clumps were present and were evaluated with a phenolphthalein testing kit and determined to contain blood. The proximal segment of catheter #1 and catheter #2 were tested with a device handle from our shelf stock due to the condition of the returned handle and sprayed as intended. It was noted the powder initially released through catheter #1 had a slight yellow tint however this subsided after the initial spray. The device handle, internal components, and activation knob were included in the return and were cracked/damaged when viewed as returned. The sender confirmed that "the handle and push button were intact" prior to shipment. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of a clogged catheter. The distal segment of catheter #1 was confirmed to be clogged during visual inspection. A phenolphthalein testing kit and determined the distal segment of catheter #1 contains blood. The proximal segment of catheter #1 and catheter #2 sprayed as intended. The combination of blood and powder caused the clog within the catheter. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.